Event description:
Admitting diagnosis hiatal hernia. Performed lap nissan on 1/16/96. Pt returned to surgery on 1/18/96 for post-op bleeding. Pt sent to ccu and expired on 1/19/96. The scalpel was used during the lap nissan and according to physician, worked as expected. However, it was singled out for review because it was new and because it was the first time this physician had used it. Physician attributed cause of death to pancreatitis.